Manufacturer narrative:
A visual examination of the returned device confirmed a 1 mm tear in the lumen. There is no visible material degradation and the edges of the tear are smooth. A review of the manufacturing records was not possible as the lot number of the device was not provided. The catheter had been implanted for approximately 2 years with no reported problems. Due to the length of implantation, accurate dimensional measurements were not possible. We are unable to determine the cause of this event; there is no evidence of a manufacturing defect.

Event description:
It was reported that the venous lumen "split". The patient appeared septic, and was admitted to the hospital